Event description:
It was reported to philips that the device has possible operational check issues. There was no patient involvement.

Manufacturer narrative:
The bench technician found the nibp pump not working. The device needs a nibp module. Upon conclusion of the evaluation, it was determined that this was a malfunction of the nibp module. A quote for the nibp module given to customer. The nibp module to be replaced as their budget allows. No further action at this time.